Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The grasping section had a mark contacted with the probe. The grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad could be damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The contact mark occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the grasping section, besides the grasping section was broken off when the grasping section was subjected to a load. The instruction manual of the device has already warned as follows: *do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. In the procedure, the tissue pad and metal part were broken and fell off into the patient. The fragments were retrieved. The intended procedure was completed with another device. After the procedure, a shadow was detected with x-ray of the abdomen. The user checked the recorded image of the procedure, and it was found that the fragment of the grasping section was left in the patient. The facility planned to remove the fragment from the patient. It was reported that the patient's condition was good. On july 30, 2018, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the grasping section was partially missing. This is the report regarding the severely worn tissue pad and the missing of the grasping section.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".